Event description:
The home care provided (hcp) reported the following info: a pt filled h-300. Immediately after filling the unit, spouse drove them to the hosp for a condition unrelated to the incident. During transport, the cannula on the h-300 froze and broke. The pt suffered from minor irritation of ice crystals on the leg and nose. It is unknown whether or not the minor irritations were treated. The pt's prescribed flow rate is 2 lpm.